Event description:
I have been using freestyle libre 2 for almost a year. The sensor fails often. In (B)(6) 2021, abbott replaced 6 sensors because they failed. The time worn was anywhere between 2 days and 11 days. They are supposed to last 14 days. I rely on the unit to warn me about low blood glucose, to wake me up to eat, or during the afternoon that my blood sugar is too low. My sugars have been as low as 58, and I must know to take care of myself immediately. I am exceedingly disappointed in the quality control. The problem is that the sensor fails often. 6 times in the month of (B)(6). Thus, it cannot alert me when my blood sugars below 70. These low blood sugar occur fairly frequently. It often happens during the night when I am asleep. It has gone down to 58 which is pretty low. If I am not alerted and awakened, I could go into a diabetic coma, which could be followed by death. (I live alone so no one would wake me up to attend to the low sugar.) FDA safety report ID# (B)(4).